Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardiac defibrillator (ICD) had a message for erroneous parameters. Programming changes were made on the ICD to restore normal parameters. The patient was in stable condition.